Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to an unknown product performance issue. No additional adverse patient effects were reported.

Event description:
Additional information received indicates that this lead exhibited high pacing thresholds but the cause was unknown. No additional adverse patient effects were reported.